Event description:
It was reported that the procedure was to treat a lesion in superficial femoral artery (sfa) with calcification. When the filter of the emboshield embolic protection system (eps) was deployed in the popliteal artery, the filter migrated to the anterior tibial artery. The filter remained in the bare wire; therefore, the retrieval catheter was able to remove the filter without issue. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. In this case, based on the reported information, the reported migration appears to be related to circumstances of the procedure. It is likely that during deployment of the filter, the delivery catheter was inadvertently moved resulting on the filter moving from the popliteal artery to the anterior tibial artery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.